Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4). Additional information: the actual device product code associated with this event is not known. The international affiliate reports the following possible product codes: sxpp1a400 and sxpp1a445. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Other relevant patient comorbidities/concomitant medications? Please provide the exact product code/lot number used for the following as this is required for reporting purposes: ¿approach the capsule of the knee¿? ¿close the capsule of the knee¿? Vicryl plus suture: on what tissue was the vicryl plus suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after the suture placement? Please specify. Was the absorbable vicryl plus suture present and broken during re-suturing? Stratafix symmetric pds plus suture: on what tissue was the stratafix symmetric pds plus suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during the re-operation? Please specify. Additional information was requested, and the following was obtained: please provide the lot number reported in this event? Not available. Are there sterile samples available for testing? Not available. What is the patient¿s current health status and condition? Fine, no consequences on the patient. Index surgery: closure of the subcutaneous and skin layers using sxmd2b412 (angiotech). Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: 2360 g/m. Events were submitted via 2210968-2021-07545.

Event description:
It was reported that the patient underwent a knee replacement surgery five weeks ago, (B)(6) 2021, and the barbed suture was used to close the capsule of the knee. About three weeks ago, the patient arrived at the different hospital following an opening in the surgical incision. The patient was taken to the operating room for closing of the surgical incision including performing rinses to prevent infection, and after hospitalization was released in good condition and without infection. According to the surgeon who performed the revision surgery, when the patient arrived at the hospital, the surgical incision area was open, and the wires were loose and torn. The patient informed the medical staff that the opening was created during a routine movement in her home without a trauma incident. The surgeon opined that an opening in the surgical incision area can be caused by a variety of possible reasons, including overload or pressure on the wires or the internal void, and he does not know what caused the opening. It was reported that the surgeon who performed the knee replacement surgery indicated that she had learned to use the sutures from other doctors, and had previously used these sutures without difficulty. The patient¿s current health status and condition is fine, and no consequences on the patient. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 09/22/2021. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: upon visual analysis of the one picture received to ethicon inc. It was observed one opened knee incision of patient and different suture types can be seen within the gaping incision. The strands have body fluids, tissue and appears to be damaged, however the photo is not clear when is magnified and a clear identification of the reported condition cannot be performed. As per IFU states that with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Unknown other relevant patient comorbidities/concomitant medications? Unknown please provide the exact product code/lot number used for the following as this is required for reporting purposes: 1. ¿approach the capsule of the knee¿? Vcp372h. 2. ¿close the capsule of the knee¿? Sxpp1a445. Vicryl plus suture: on what tissue was the vicryl plus suture placed? Approach the capsule of the knee. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Square knot. Did the operating surgeon observe any suture deficiency or anomaly before, during and/or after the suture placement? Please specify. Was the absorbable vicryl plus suture present and broken during re-suturing? No. Stratafix symmetric pds plus suture: on what tissue was the stratafix symmetric pds plus suture placed? Close the capsule of the knee. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? According to the surgeon the fixation tab wasn¿t seated against the tissue at the initiation of suture. Were two reverse stitches performed across the incision prior to closure? No the surgeon didn¿t make to technique accordingly to the IFU. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during the re-operation? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.